Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer also indicated that a calibration error was received. Customer was unsure of the sensor glucose or blood glucose value. Customer did not have a glucometer and troubleshooting advised customer on proper serter insertion. The customer was advised that a new sensor would be provided and to return the product for analysis.